Event description:
It was reported that during a gallbladder procedure, the patient who had previously had a realize band implanted, the silicone "cuff" at the connector of the band was noted to have migrated down the banding tube. The surgeon completed gall bladder as planned with no adverse effects. The strain relief was replaced.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.